Event description:
I am an international student who just graduated in (B)(6) 2021. I already brought the ticket go back to (B)(6) 2022, but before I got a fake positive result before the flight which made me cannot get in the flight. I got 2 different covid test results in 24 hours in 2 labs. First test was on (B)(6), pcr is negative, the result of sars-cov-2 igg/igm rapid test is igm negative, igg positive. N-protein igm antibody is positive. I heard the result may be a fake, so I decided to another lab do the same test again on (B)(6) morning, which the results is pcr is negative, the result of sars-cov-2 igg/igm rapid test is igm positive, igg positive. N-positive igm antibody is negative. I got the fully shots moderna (B)(6) 2021. This fake test result made me miss the airplane and due to the travel policy of (B)(6) and limited tickets going back to (B)(6) I cannot go back recently, my i20 have expired. All of these are due to this irresponsible test. FDA safety report ID # (B)(4).